Manufacturer narrative:
The returned broken screw (also referred to as screw a), rec'd on (B)(6) 2012 was examined by orthofix (B)(4) quality engineering area and then immediately sent to an external laboratory for chemical, mechanical, metallurgical and failure analysis. The results of the technical investigation, rec'd on (B)(4) 2012, evidenced that the returned screw was originally conforming to orthofix (B)(4) design specification. The device broke due to fatigue bending failure. The x-rays of the case, rec'd on (B)(4) 2012, together with the results of the technical investigation were sent to our external medical evaluator for the clinical investigation. Please find below a summary of the clinical eval: "five of the 6 of the original screws had threads a little too long. The first screw to break (also referred to as screw a) had been inserted into a part of the bone that was very thick, and was subject to excessive torsional load during insertion which resulted in some plastic deformation in rotation. This will have weakened the screw and made subsequent fatigue failure more likely. Increasing the stiffness of the proximal clamp at the first revision will have put more load on the distal clamp, so the most vulnerable of these screws (the one nearest the osteotomy, also referred to screw b) broke in fatigue. The latest frame configuration is putting the most proximal distal screw at risk unless the bone heals quickly." Orthofix has requested further info on the case, such as code and lot of the second broken screw (also referred to as screw b, please kindly refer also to MFR report number 9680825-2012-00007), device availability for the failure investigation and pt's current health condition. As soon as this info will be available, orthofix (B)(4) will provide the f/u report. Orthofix (B)(4) continues monitoring the products on the market.

Event description:
The event description initially provided by the distributor stated: "the screw broke and was replaced. No adverse effects for the pt. A replacement device was immediately available to complete the surgery. No clinically relevant increase in the duration of the surgical procedure. Pt is ok." On (B)(6), 2012, orthofix (B)(4) rec'd the following info on the case: "date of surgery: (B)(6) 2011; date of screw breakage (screw a): (B)(6), 2012; date of re-intervention: (B)(6) 2012; date of second screw breakage (screw b): (B)(6), 2012; revision surgery: (B)(6), 2012." (B)(4).